Event description:
Per the audiologist, the pt presented at the clinic a week after the flange fixture with abutment fell out. The skin was closing over the site. There was no indication of infection, irritation or trauma and the pt had not been fitted with the baha processor yet. The pt was scheduled to see the surgeon, but did not keep the appointment. Additional info has been requested.

Manufacturer narrative:
Labeling: the type of event is addressed in the device labeling.